Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the sensor was not connecting. Customer's blood glucose level was 473 mg/dl. The customer was giving himself a bolus. He did not want to troubleshoot. The device was not returned.